Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming ext high ppeak, safety valve and circuit occlusion. The customer reported there was no patient associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was caused by a failed inspiratory pressure transducer. The inspiratory pressure transducer output was found to be outside of the manufacturer's specification and was causing the transducer output to be railed low.